Event description:
It was reported that the patient had some gastric pain. A gastric necrosis was suspected and was successfully treated after three weeks. The doctor does not know if there was a link with the band or not. The patient consulted the surgeon for her gastroplasty follow up. The surgeon has suspected a band slippage. The radiography showed a breakage of the band's closure system: the band was open. The band was explanted. Three attempts have been made to obtain additional information.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.